Event description:
This is the second of two related complaints: same product problem, different serial numbers, different patients. It was reported the dermatome device tore the skin graft during the graft recovery. The device was in contact with the patient, however, it is reported there was no patient injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.